Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, when the pga of a 5f exoseal vascular closure device (vcd) us deployed, it does not settle in the blood vessel and it comes up when the device is removed. Manual compression is performed after removing the product. There was no reported patient injury. There is blood on the product, deployment button and sheath. The vcd is used and the pga is lost. Additional information was requested but not provided. The device is being returned for evaluation.

Manufacturer narrative:
As reported, when the pga of a 5f exoseal vascular closure device (vcd) is deployed, it does not settle in the blood vessel and it comes up when the device is removed. Manual compression is performed after removing the product. There was no reported patient injury. There is blood on the product, deployment button, and sheath. The vcd is used and the pga is lost. Additional information was requested but not provided. One non-sterile vascular closure device 5f was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the unit was already inserted into a non-cordis csi (catheter sheath introducer), the button/deployment lever on the device was pressed, and the plug was not present on the delivery shaft, which was found with dry blood residues, with the indicator wire retracted. The indicator window was received on white/black/red position and the cowling guard was found locked. No anomalies were observed during the analysis. The reported event by the customer as ¿plug ¿ inaccurate placement¿ could not be confirmed since due the nature of the complaint, the event reported could not be properly evaluated. Without procedural images, the cause of the reported event cannot be determined. Procedural, patient related, and/or handling factors might have contributed to the condition reported on the unit since the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. The product analysis does not suggest that the reported failure could be related to the manufacturing process of the unit. No corrective or preventive actions will be taken.